Event description:
Patient's age reported. In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not detach from the sheath. The procedure was complete with another of the same device without any patient complications. Patient is "fine".

Manufacturer narrative:
Device was disposed; therefore, lot number, expiration and manufacture date cannot be determined.